Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted during testing. The insulin pump was monitored for 24 hours and no blank display, constant tone or audio and beep anomaly noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that the buttons were unresponsive. The customer's blood glucose was 130 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did return after cleaning the battery cap and inserting a new battery. The customer stated that there was a constant tone occurring during rewind and priming. The insulin pump will be returned for analysis.